Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the implantable defibrillator, a battery longevity estimate anomaly was observed. The longevity was calculated manually and would be used to follow-up with the patient normally. The patient was stable after interrogation.